Event description:
Customer called for assistance in priming his insulin pump. He doesn't see drops coming out. He is new to this insulin pump. Customer stated he ate pasta last night and may have miscalculated and overbolused. He then ate a banana and his blood glucose went over 400 mg/dl. Customer was mainly concerned with priming the device. Customer's current blood glucose is 306 mg/dl. He treated with manual injections. Customer also stated he went low last night. His blood glucose was 30 mg/dl last night. He is not sure what caused the low, but he thinks he may have miscalculated his food intake. Customer treated with a banana, which lead to his high this morning. The drive support cap appeared normal. Customer was unable to complete troubleshoot because he did not have an extra infusion set. He said he will call back when his supplies come in. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.